Manufacturer narrative:
Follow up #1 09/18/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump was exercised with a test cap for 24 hours with no power issues duplicated. Unrelated to the initial allegation, the display screen was dim and discolored. The keypad was torn near the ok button. Contamination was found on the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was damaged and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.